Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultralink meter was giving the error 5 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010, at 7:00 am, the pt obtained the error "5 error" message on the reported meter; she did not obtain a blood glucose reading. At 7:30 pm, the pt experienced the symptoms of hunger, nausea and dizziness. The pt took the action of consuming food and/or drink; she did not seek medical attention. Troubleshooting revealed the pt's testing technique was correct, the test strips were in good condition and within expiration dating, and the test strips drew in the blood sample correctly. The issue was not resolved. The meter, test strips and control solution were replaced. The pt did not suffer an adverse event due to the reported meter. The pt's symptoms were not indicative of severe hypoglycemia or hyperglycemia, and she did not seek medical attention. However, as the error message issue was not resolved, this complaint is being reported.